Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was observed on the catheter tubing approximately 41.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID: (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated a catheter restriction alarm. The customer removed the iab and replaced it with a new one. The getinge representative discussed the alarm and that it likely meant that there was a kink, or tortuous anatomy internally. The customer disclosed that the patient had a very tortuous iliac and agreed that was probably the issue. The second iab was placed successfully and at the end of the call the console had not alarmed again. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).